Event description:
1.4 juggerknot suture anchor was delivered to sterile field in usual fashion. When physician went to use the device the anchor screw became dislodged and appeared altered, was then not usable, it appears to be a manufacturer defect. Item#: 912030, lot#: 0002474309, expiration date: 10/05/2027. Replaced this item with one like it and worked sufficiently. Physician felt it was a manufacturer defect.